Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr), p3 flail, posterior leaflet measured >12mm, and veins were reversed for a secondary mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed on the medial side of the existing clip. After the clip was implanted the mr jet shifted in between the two clips. Multiple placement attempts were preformed, but the mr could not be reduced. The mitraclip was successfully implanted on the medial side of the existing clip. Per the physician, it was possible that tissue damage occurred causing the cleft between the clips to be opened but any damage was unable to be visualized. The procedure was discontinued and the final mr was grade 3-4. There was no clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). Based on available information, the tissue injury is not confirmed. However, it is possible the reported possible tissue injury is related to procedural conditions (positioning attempts of clip). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.